Manufacturer narrative:
Product analysis : there was a kink on the hypotube 55cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 14th and 15th distal stent wraps with struts raised. Deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and calcified lesion, located in the circumflex artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion and the device was removed from the patient. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury. Device analysis showed stent deformation.